Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x3.0 mm balloon ruptured at ten atms on the first inflation. The patient was asymptomatic during the event. The lesion being treated was a calcified, 95% stenotic lesion in the left anterior descending coronary artery. The physician used a .014 guide wire to cross the lesion. The maverick2 monorail balloon was being used for post-dilatation after placement of a stent. The maverick2 monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.